Event description:
It was reported a cerebrospinal fluid (csf) leak occurred. The patient had fluid collecting/ buildup at their spinal incision and the pump pocket as well as lack of effect and swelling at both of their incision sites. The health care provider (hcp) believed it was csf and reinforced with purse string sutures at the spinal incision at the catheter entry point (l1-2) on the date of this report during a revision. It was specified the event was resolved by re-enforcing the sutures at the anchor site. The hcp had also opened the pump pocket and checked to make sure the pump aspirated correct. It was also noted ¿aspirated incision¿ and ¿spine incision¿ in regards to the fluid buildup. The cause of the event was the pump placement and the event was attributed to the catheter as the catheter was not properly sutured at the anchor site of the spinal segment. It was not known if the surgeon was able to visually see a csf leak. Samples were taken of the fluid for testing/analysis. Following that, they aspirated through the catheter access port (cap) to confirm patency and they were able to aspirate 1cc of fluid easily. The patient recovered without permanent impairment and had been doing well since the surgery. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).